Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/(B)(6). The PMA number for this report listed is part of a combination of pmas considered the "1-card" and consists of (B)(4). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: results of remote follow-up and monitoring in young patients with cardiac implantable electronic devices. Cardiol. Young. 2014;26(1):53-60. Concomitant medical products: carelink remote monitor. (B)(4).

Event description:
A journal article was reviewed which contained information regarding cardiac implantable electronic devices and remote monitoring. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were lead fractures, electromagnetic interference (emi), capture management issues, lead dislodgements, impedance warnings, device thoracic thresholds alert issues, and device inappropriate detections. The remote monitors had missed transmissions, send phase issues, and patient non-compliance and patient monitor usage issues. There were lead revisions done for some of the leads and device reprogramming was also done. The status of the devices, leads and monitors is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.